Event description:
Received a report that a set started leaking while administering medication (believed to be an antibiotic). There was no patient harm or medical intervention. The customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.